Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging cloudy. The reporter alleged cloudy display looking like a thumb mark and is intermittent. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.